Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and wrapped around the device in the pocket. The leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes.